Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a no delivery alarm on his insulin pump. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. The customer also reported insulin was able to exit with a manual prime. The customer was also advised the no delivery alarm may have been caused by an infusion set or reservoir occlusion. The customer was unable to assemble a new infusion set and reservoir at the time of the call. The customer's blood glucose was also unknown. No additional information provided.